Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and the lead appeared damage at implant. (B)(4) the full lead was returned, analyzed and the defibrillation coil was distorted. It was noted that there was blood in/on the helix/lobe mechanism and the lead appeared damage at implant.

Event description:
It was reported that during the attempted implant of a right ventricular lead, the coils were damaged during the implant. This occurred with two different leads using different size introducers. Neither of the leads was implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant attempt of right ventricular lead, coils were damaged during the implant and same thing repeated again during the second implant attempt with a different lead. Both the leads were not implanted. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.